Manufacturer narrative:
Correction made to d1: brand name: minicap (previously submitted as minicap transfer set). Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni) d4: the lot number is unknown, therefore, only a primary di number could be provided. Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak observed at the twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.